Event description:
At 4:30 pm customer passed out and within 10 minutes husband tested her glucose which was 393 mg/dl back to back with a result of 22-23 mg/dl. It was stated paramedics were called and their device measured 31 mg/dl within 30 minutes so customer was given a glucose shot, however was not takent to the hospital. Reporter indicated the day of alleged incident at 7 am took normal medications and at 12 pm glucose measured in the 400s mg/dl however did not take any actions int he 400s mg/dl however did not take any actions based on the result. A request was made for the return of the suspect device and replacement product was sent.